Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of worsening mr, slda and mitral valve injury as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda and tissue damage could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda and tissue damage. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that on (B)(6) 2019, two mitraclips were successfully implanted, reducing grade 4 degenerative mitral regurgitation (mr) to trace. On (B)(6) 2019, the patient reported feeling terrible. A transthoracic echocardiogram (tte) was performed and mr increased to grade 4+. Transesophageal echocardiogram (tee) was performed on (B)(6) 2019, confirming an slda, with the clip detaching from the posterior leaflet. Additionally, posterior chordal damage was noted. A second mitraclip procedure was performed on (B)(6) 2019, with one clip implanted. Mr remained unchanged. No additional intervention was performed, and the patient was in stable condition post procedure. No additional information was provided regarding this issue.